Manufacturer narrative:
Final analysis found the partial lead was returned in three pieces. On the middle portion, an external insulation abrasion breaching the superior vena cava (svc) cable lumen was noted at 2.0 cm to 4.0 cm from the cut end. The abrasion was consistent with friction to the device can. An external insulation abrasion breaching the ring electrode (re) cable lumen was noted at 7.7 cm to 8.0 from the cut end. The abrasion at this location was consistent with friction to another implanted device or feature of the patient anatomy. The svc cable and inner coil lumens were breached in this region. On the distal portion, the right ventricular (rv) shock coil noted shifted distally and filars of the rv shock coil overlapping themselves. An internal insulation abrasion breaching the rv cable lumen was noted at 10.7 cm to 13.5 cm from the distal end. An external insulation abrasion breaching the empty cable lumen was noted at 14.4 cm to 14.7 cm from the distal end. The abrasion at this location was consistent with friction to another implanted device or feature of the patient anatomy. All other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.